Event description:
It was reported that during the implant, the lead was not used due to anatomical limitations. It was replaced with a smaller lead in order to go more distal in the target vein. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned for analysis. There was blood/body fluid in the outer tubing overlay and on the lobe mechanism. The lobe was distorted/bent.

Event description:
It was reported that during the implant, the lead was not used due to anatomical limitations. It was replaced with a smaller lead in order to go more distal in the target vein. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.